Event description:
During a check-out procedure of a ventilator at the manufacturer's service center, a blank lcd screen was observed. The device was not in patient use. The device's lcd screen needs to be replaced to address the issue.